Event description:
It was reported that interlink j-loop without luer lock leaked during use. The following information was provided by the initial reporter: during blood collection, blood leakage was confirmed and the use was discontinued. After connecting a new extension tube, no blood leakage occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/4/2020 h.6. Investigation: no abnormalities were found in the appearance of the returned product. When connecting the lever type lock to the injection site, it was confirmed that all could be connected without problems. Air pressure (55 kpa) was applied to the returned product and a pressure test was performed in water. No problem was found. No abnormality was found in the actual product returned, so the cause could not be determined. DHR could not be performed as the lot# is unknown.

Manufacturer narrative:
The manufacturing location for this product is baxter. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that interlink j-loop without luer lock leaked during use. The following information was provided by the initial reporter: during blood collection, blood leakage was confirmed and the use was discontinued. After connecting a new extension tube, no blood leakage occurred.